Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019; w1dr01 ipg, implanted: (B)(6) 2019; 5076-58 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was placed, the guidewire could not be removed from the lead. After several attempts of pulling back on the wire, the lead dislodged. The lead was removed and a new lv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead became extrinsically distorted due to guidewire coating. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire insertion test could not be performed because the lead had a guidewire stuck inside. If information is provided in the future, a supplemental report will be issued.